Event description:
It was reported that during a segmentectomy procedure, the stapler did not present a proper staple line, because the staples opened. The pt had a nodule in the lung. No further info was provided. There was no injury to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.